Event description:
Increase in malfunctioning catheters from the vendor. Product is currently unreliable with numerous issues within the last week. Catheter (opticross 6 hd ref# h74939354080). A second catheter was opened and used with no issue. This patient was a stemi patient (medical emergency).